Manufacturer narrative:
E1 - address 1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light guide (lg) lens is missing, and eyepiece section is scratched. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ring at the connecting section of the light guide bundle has come off. The event was caused by a component failure of the ring at the connecting section of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid optical laparoscope had the ring at the connecting section of the light guide bundle has come off. There were no reports of patient harm